Manufacturer narrative:
According to the customer, it was discovered that the air mattress had "melted onto the bed mattress". The customer reported that the end-user was using the bed in their facility for "2-6 months". The customer reported that they are unable to identify the cause of the melt. The customer reported that there was no injury as a result of the reported product problem. The customer reported that there was no follow-up care, medical, and/or surgical intervention or treatment required. No additional details are available related to the customer reported issue. No medical intervention, serious injury, or follow-up care has been reported.

Event description:
According to the customer, it was discovered that the air mattress had "melted onto the bed mattress".